Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00190. It was reported the patient¿s lead migrated. As a result, the patient may be awaiting lead revision. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00190. Follow up information identified one of the patient¿s leads was repositioned on 6 february 2018. Postoperatively, effective therapy was restored.